Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose of 269 mg/dl went up to 427 mg/dl. The customer treated via insulin pump therapy. Troubleshooting was declined as the customer was on a medication that may have caused the hyperglycemia. No products were returned or replaced.